Manufacturer narrative:
Follow-up # 1 [date of submission 05/20/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn. The ¿up¿ and ¿contrast¿ buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the ¿up¿ ¿down¿ and ¿contrast¿ button contacts. The user guide warns that cracks, chips, or damage to the pump may impact the waterproof feature of the pump. The user guide instructs the patient to call an animas customer service representative if they identify or suspect their pump has been damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.